Event description:
The customer was in the intensive care unit of the hospital due to diabetic ketoacidosis. Her blood glucose level was over 1000 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.